Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter was reading inaccurately high compared to another meter (onetouch ultra 2). The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the alleged product issue first began on an unknown time "last year". They were unable to provide results from either device for comparison purposes. The patient manages his diabetes with insulin self-adjuster and stated that he received an additional 4 units of novorapid insulin as a result of the alleged product issue. The reporter detailed that the patient stated that the patient became unconscious for a few seconds on an unspecific time after the alleged product issue had begun. The reporter stated that a doctor was called to the house, however does not recall what treatment the patient received. At the time of trouble shooting the csr detailed that the reporter was unable to answer many questions. However csr was able to establish that the patient was using the incorrect testing steps. He used alcohol wipes to clean his hands and used the same lancet for both tests. Replacement products were sent to patient. This complaint is being reported because the reporter for the patient claims he obtained inaccurate readings on the subject meter, altered his medications based on the alleged results, and reportedly experienced symptoms suggestive for an acute complication of diabetes.